Event description:
It was reported that the patient underwent a tactra reimplant surgery due to infection and erosion with the previous device. A new tactra was implanted and no further information has been reported.

Manufacturer narrative:
Investigation summary: based on the information available, it was determined that the reported patient symptoms are known risk associated with tactra procedures and are noted as such in the tactra instructions for use. There was no device available for analysis and there was no report of a device performance allegation during treatment. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tactra IFU were reviewed. The patient symptoms of erosion and infection are both listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this tactra malleable penile prosthesis was explanted due to infection and erosion. A new tactra device was subsequently implanted. No patient complications were reported. No further information has been reported.